Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, it was noted that the device memory was full and no episodes were displayed on the egms. Technical support was contacted and provided programming recommendations. The patient was stable and will continue to be monitored.